Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No scroll bar or ramping numbers without button press was noted. The pump was received with cracked case near the lower corners of display window, cracked on reservoir tube lip and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 439 mg/dl. The customer treated the high readings with a bolus. The customer stated that the up down and back buttons stopped working. The customer stated that the numbers were ramping on their own. The customer stated that the scroll bar is moving without input from the user. The customer was advised that the up or down buttons may be stuck. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.